Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they high blood glucose. The customer¿s blood glucose was 403, 371 mg/dl. The auto mode was active at the time of incident. The customer declined the high blood glucose troubleshooting. The customer was educated to get in touch with her doctor about her high blood glucose events. The customer was helped in giving another correction bolus, bolus delivered successfully and advised to monitor her blood glucose. The customer changed her sensor and set last night but her blood glucose was not going down and she cannot calibrate. The insulin pump will not be returned for analysis.